Event description:
Reporter stated, in back-to-back tests, that he received blood glucose results of 93 mg/dl, drank orange juice and ate candy, retested at 98 mg/dl and then another test at 33 mg/dl. Reporter said he felt funny. Reporter was unsure how long control solution had been open but the test showed 98 (82-123) mg/dl. Customer retested while in contact with lifescan and received a blood glucuose reading of 143 mg/dl. Reporter recontacted lifescan at a later time saying that when he reported the blood glucose readings "...that they were done 30 minutes apart and that he was feeling fine."